Event description:
Home patient reported minicaps being dry. Per home patient the sponges were brownish in color but no signs of betadine when she applied the cap to her transfer set. Per home patient was treated for peritonitis three weeks ago. Followed up with the healthcare professional who stated the dry caps did not contribute to the home patient contracting peritonitis. Per healthcare professional, home patient was treated with gentamycin and vancomycin for a two week period. Per healthcare professional, no patient injury was associated with this incident.

Manufacturer narrative:
A visual inspection was performed on the five returned companion samples, noting the sponges were wet with betadine. Performed a functional interfacing with a baxter transfer set, all five samples resulted in betadine being present in sponge.